Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacture for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure monitors of navigation system displayed black screen and an "internal error" message was displayed. Following the error message system rebooted itself without any prompt from user. Representative mentioned that there might have been a code displayed along with the error but could not capture the code before the system rebooting. Once booted-up the system functioned as designed. The procedure was completed with the use of navigation. There was a delay of 3 minutes. No impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs were found to be consistent with a known behavior that was previously investigated in the medtronic navigation software anomaly tracking database.